Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
Customer reported via phone call that insulin pump would suspend itself during bolus delivery. It was believed that the act button was sticking due to pump suspending after bolus. Customer's blood glucose was 600 mg/dl, which was treated with manual injection. Customer had really bad ketones. Customer declined troubleshooting for high blood glucose due to knowing the cause of high blood glucose. Customer was advised that insulin pump would be replaced.